Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: when the button was actuated, the needle did not retract and the needle was exposed. Additional information received 04/24/2025 when did this event occur, before, after or during the procedure? A: after the procedure. Can you please confirm the date of event? A: april 9. Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) a: there was no need for any intervention was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail) a: there was no exposure.

Manufacturer narrative:
Bd received the top web label only. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
No new information.